Event description:
Additional information was received that the patient swapped to a backup pump quickly without noting the type of alarm.

Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence of the reported "infusing then alarmed" issue in the event log. The pump was visually inspected and functional testing was performed. The reported issue was verified. The pump alarmed and failed to load during testing. Further investigation of the pump found that the downstream occlusion sensor was shattered. It was alleged that the sensor was shattered by the customer. The shattered downstream occlusion sensor caused the issue and will be replaced to resolve it.

Manufacturer narrative:
The event date provided is (B)(6) 2019. The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was infusing then it alarmed. The patient was able to switch to a backup pump. The reported issue occurred while in use with the patient and there was no reported adverse event.